Event description:
Asr revision; asr xl- right; reason(s) for revision: pain. Implant date incorrect as s-rom stem was manufactured afterwards. Querying correct implant date. (B)(4). File handler has suggested patient is resurfacing to xl - further details have been requested. (B)(4). Update (B)(4) 2015: rec'd scf with additional s-rom sleeve, additional hospital - (B)(6). File handler has still been unable to determine whether the patient was revised from resurfacing to xl. S-rom stem is the only product manufactured after the given implant date which implies that perhaps an incorrect lot number has been provided. (B)(4).

Manufacturer narrative:
Further information received which indicated that this device remains implanted in the patient and there is no allege deficiency, therefore this medwatch is being rejected.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).